Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient was under sedated due to a novum iq large volume pump under infusing. In the surgical intensive care unit (sicu), a patient was receiving a propofol infusion at 50mcg/kilogram/minute. The pump read it had 30ml remaining in the bag; however, it appeared approximately 50-70ml of solution was still in the bag. The nurse noted the solution inside the multi lumen central line was ¿clear¿ in color not white the color of propofol. At this time the patient was ¿awake¿ and not getting the desired sedation from the medication. The nurse ¿attempted to infuse a bolus of propofol¿. The pump ¿looked like it was running¿ the bolus and said bolus complete; however, no drops fell, and the central line tubing was still clear in color. No further information was available at the time of this report.